Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the patient¿s expiration could not be conclusively determined through this evaluation. The controller event log file contained data spanning from 01mar2019 at 10:04:05 to 05mar2019 at 10:36:47, per the timestamp. No notable alarms were recorded and the log file appeared to have captured the pump operating as intended. Per the family¿s wishes heartmate 3 lvas will not be returned for evaluation. The heartmate 3 lvas instruction for use lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR report # 2916596-2019-01320. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2019 with cardiogenic shock. The patient had significantly worsened right ventricular failure and severe aortic insufficiency (ai) which was causing severe mitral regurgitation (mr). The patient was placed on low dose milrinone. Inr was therapeutic and lactate dehydrogenase (ldh) was within normal limits. Echocardiogram was in progress. The patient reportedly had several admissions, not reported to the manufacturer, over the prior 3 months in an effort to manage the worsening heart function, in addition to a newly diagnosed driveline infection. The patient decided to withdraw care on (B)(6) 2019 and the patient expired. The cause of expiration was reported as cardiogenic shock. The healthcare professionals reported that the patient¿s outcome was related to the lvad device or lvad therapy. The pump was reported as operating as expected. It was reported that aortic insufficiency (ai) was from long term use of lvad but not directly correlated to this pump. This was the patient¿s only abbott heartmate lvad. It was unknown if patient had prior lvad from another manufacturer. Death not considered device related.